Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles and leaking. The blood glucose at the time of the incident was 348 mg/dl. The customer states the air bubbles are forming in the reservoir after filling it up. The customer did note they do not let insulin come to room temperature before filling up the reservoir. The customer note the reservoir was leaking from between the o-rings. The customer was advised on proper technique for filling up the reservoir. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.